Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicated white foreign material in the tube; bd was unable to determine the nature of the foreign material from the photo alone. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter-unknown. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was polystyrene foreign matter inside one device. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was polystyrene foreign matter inside one device. There were no health consequences or impacts reported.